Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced difficulty with insertion and a missing sensor wire during sensor startup period.